Manufacturer narrative:
Citation: muensterer a, et al. Surgical explantation of failed transcatheter heart valves: indications and results. Heart and vessels. 2022 dec;37(12):2083-2092. Doi: 10.1007/s00380-022-02119-7. Epub 2022 jul 8. Earliest date of publication used for date of event and date of death. FDA approved medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding surgical explantation of transcatheter aortic valves. All data was prospectively collected from a single center and was retrospectively analyzed. Between february 2008 and march 2019, a total of 31 patients (predominantly male, mean age 76.3 years) with failed transcatheter aortic valves underwent surgical explantation. Of the 31 patients, 33 transcatheter valves were explanted, which included 18 self-expandable valves (medtronic corevalve = 12; medtronic evolut r = 2; medtronic engager = 1; non-medtronic = 3) and 15 non-medtronic balloon-expandable valves. No unique device identifier numbers were provided. All 31 patients had a transcatheter aortic valve surgically explanted and replaced with either a bioprosthesis (n = 30) or a mechanical prosthesis (n = 1). The median time from transcatheter aortic valve implantation to surgical explantation was 153 days (range of 0 days to 56.6 months). The reasons for explantation consisted of endocarditis (n = 16); non-structural valve deterioration (n = 14), which included paravalvular leak (n = 12), valve dislocation (n = 2), prosthesis-patient mismatch (n = 1), and failed aortic reconstruction (n = 1); and severe hemodynamic structural valve deterioration (n = 1). Specifically, the authors depicted the explantation of a corevalve bioprosthesis due to endocarditis in figure 1. The median follow-up time after explantation was 364 days (range of 3 days to 80 months). Among all 31 patients, 11 deaths occurred during follow-up (self-expandable valve explanted = 7, balloon-expandable valve explanted = 4). Of the 11 patients who died, 6 had undergone transcatheter valve explantation for endocarditis and 5 had required explantation for non-structural valve deterioration reasons. The authors also noted, ¿all deaths were categorized as cardiovascular in nature.¿ no further details were disclosed for the 11 deaths. No additional adverse patient effects or product performance issues were reported.